Event description:
During surgery, the surgeon was using the device when the tip broke off and therefore, would not advance any further. The surgeon used a microscope and forceps to retrieve the broken pieces from the patient. A second tap was used to complete the surgery adding 10-30 additional minutes.

Manufacturer narrative:
Dimensional analysis reviewed. Results - dimensional analysis of the device indicates the device was manufactured to specification. Batch record was not reviewed, unable to determine lot number due to no visible laser etching.